Event description:
It was reported that the black rubber tip inside the handpiece has detached from the gearing inside, tried to screw it back on which worked initially however had to abandon during use as the rubber tip detached again and got stuck. Delay of less than 30 minutes involved and no patient injuries were involved. Back-up device used to complete surgery.

Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event would be if the handpiece snap lock was damaged, prevented the drill from being locked in. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.